Event description:
The customer stated that they saw and smelled smoke coming from the ethernet modem that connects the architect i2000sr analyzer cpu to the process module. The customer disconnected power to the ethernet modem. No injury occurred.

Manufacturer narrative:
No consequences or impact to patient. Smoking. Smoke was observed coming from the ethernet modem that connects the cpu to the architect i2000sr processing module. Power was disconnected to the ethernet modem and field service replaced the part. Service ticket history review did not identify any other factors that may have contributed to the failure. The ethernet modem is commonly replaced to address communication issues. Customer complaint data was reviewed and no adverse trends were identified. A review of the safety hazards memo was performed. The safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The architect system operations manual was reviewed and was found to adequately address the issue. Current labeling advises the operator of potential hazards and safe operating procedures. The investigation did not identify a product deficiency.